Manufacturer narrative:
It was reported to arjo that a patient fell from a citadel plus bed frame and was found on a floor by a nursing staff. The event occurred when the patient was trying to exit the bed frame without assistance of the clinical staff. The bed side rails were in raised position, the patient was trying to climb it over. The side rail broke at that time and the patient fell. No injury occurred. Safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by an arjo service technician revealed that one of the side rail panels was detached from the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis is in line with the circumstances in which the malfunction occurred: the patient was trying to exit the bed climbing over the closed side rail. According to citadel plus instruction for use (831.374): ¿side rails are not intended to restrain patients who made a deliberate attempt to exit the bed.¿ ¿caregiver should always aid patient exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ to conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the specification. The issue occurred at time of use the bed frame by the patient. No injury was reported. The complaint was decided to be reportable due to patient¿s fall from the bed frame.

Event description:
It was reported to arjo that a patient fell from a citadel plus bed frame and was found on a floor by a nursing staff. The event occurred when the patient was trying to exit the bed frame without assistance of the clinical staff. The bed side rails were in raised position, the patient was trying to climb it over. The side rail broke at that time and the patient fell. No injury occurred.